Event description:
The customer obtained higher and lower than expected vitros amon results from a patient sample (patient= 2, 176 vs. Expected 111 umol/l) on a vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer was not reporting vitros amon patient results at the time of the event. There was no allegation of patient harm as a result of this event.this report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved.(B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros amon results were obtained from a patient sample processed on a vitros 250 chemistry system. The investigation could not determine a definitive cause. However, an instrument related issue and pre-analytical sample handling cannot be ruled out as potential contributing factors.